Event description:
Display-backlight failure [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with the company regarding a device issue with inomax dsir# (B)(4). The device was not use on a pt. The rt reported that inomax dsir# (B)(4) had a blank screen and had sound. The unit was rebooted with no charge and the device was switched out. Inomax dsir# (B)(4) was removed from svc and returned to the company for service investigation. Case comment: on (B)(6) 2015: this is a non-serious, post-marketing device report. The device was not in use on any pt at the time of the device failure. No adverse event associated with the device failure was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse pt consequence (index case MDR # 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on (B)(6) 2015. Inomax dsir# (B)(4) was returned to the MFR for svc investigation. The regional svc ctr (rsc) log review revealed delivery failure (df) alarms due to backlight current below minimum, consistent with a blank display complaint. The rsc investigation confirmed the reported complaint of display blank. The rsc experienced a pink display that went blank after bootup, consistent with the reported complaint and replaced the touchscreen/display assembly. A full functional test was performed and the device operated according to spec so it was returned to the device svc pool. The root cause for this report was display-backlight failure. This condition will be tacked and trended under the company's qual sys. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).